Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope's image appeared grainy during setup/inspection prior to clinical use. There was no patient involvement.

Event description:
No additional customer info.

Manufacturer narrative:
Additional data: d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to damage to the imaging unit, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.